Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, it was found there was a blown fuse f10 in the m cabinet. To resolve the issue, spare fuses (fuse f10 in the m cab) were sent to the customer. The customer has taken responsibility for servicing the device. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.